Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that there was a patient death post procedure. An angiojet solent proxi was selected for a thrombectomy procedure in the arteriovenous (av) fistula. Prior to the procedure, the patient had not been dialysed for 5 days due to the thrombosed graft lesion. After confirming the location of the lesion via angiogram, power pulse was completed with 240,000 units of urokinase in 100cc nacl. After about 30 minutes, aspiration was initiated. Thrombectomy was activated for 433 seconds while monitoring the patient's heart rate closely. Thrombectomy was successfully performed and there were no issues with the device. An angiogram was completed after thrombectomy and the physician decided to do ballooning. While ballooning, the patient's blood pressure and heart rate were dropping, but then going back to normal after a few seconds. During the later stages of the procedure, the patient became agitated and uncooperative. Later on, the patient verbalized she was having trouble breathing and wanted to vomit. Then, the physician decided to terminate the procedure. After angioplasty and stenting were carried out, the patient suffered low blood pressure. Post procedure, the patient was being monitored in recovery where she was relatively stable. However, her arterial blood gas showed some acidosis with high lactate levels of 5. This worsened over the next hour and the decision was made to transfer the patient to the intensive care unit (ICU) for closer monitoring and dialysis. A temporary dialysis line was inserted into the patient's right common femoral vein without any complications. The patient's lactate was rising and a liver function test showed some transaminitis. Due to the worsening acidosis, the patient was intubated prophylactically. Dialysis was initiated but 30 minutes later the patient crashed and had a rhythm of pulseless electrical activity. When they tried to start continuous renal replacement therapy (crrt), the patient's blood pressure collapsed and she was given cardiopulmonary resuscitation (CPR). The patient's heart rate came back in less than one minute. However her liver function deteriorated, the blood gas results showed high ammonia, and the patient was diagnosed with acute fulminate liver failure. It was noted the patient had no known liver issues before the procedure. Subsequently, the patient demised in the ICU after 5 days due to multi organ failure.